Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was returned for analysis. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality with battery voltage above eri. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Further sensitivity evaluation measured at nominal settings found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event.

Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's pacemaker. Surgical intervention was performed to explant and replace the device on (B)(6) 2023. No adverse patient consequences were reported.